Event description:
Lid on container not closing properly. Latch closes securely, but metal latch has a rough finish. Staff member cut hand on latch. Several attemtps were made to obtain further info from the facility.